Event description:
It was reported that the device was missing the alarm pressure cap. There was no patient involvement and no harm/adverse event reported. It I's unknown if device was abused or physically damaged.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated: d3 - mfg establishment name, address and city.one device was returned for analysis. The device was investigated during the ICU/lsm transfer integration. While the replaced parts were documented in the debrief which includes sbv/pdv kit, no investigation notes were entered, and the pci/pct was not completed correctly.